Manufacturer narrative:
No testing was performed, the customer was advised to swap the device out. Based on the information available the reported problem was confirmed. The customer was advised to swap out the mx40 device which cleared the error. Several attempts were made to follow up with the customer for additional information in regards to the resolution of the faulty device, but the customer did not respond. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that no audible tone. The device was in use on a patient. There was no report of patient or user harm.